Event description:
It was reported that during a coronary procedure to treat a totally occluded circumflex, a perforation occurred in the left main (lm) to the left anterior descending (lad) artery. The patient coded and cardiopulmonary resuscitation (CPR) was performed. During CPR, the 4.0 x 19 mm graftmaster stent was deployed at 22 atmospheres (atm); however, the perforation was not sealed. The 3.5 x 19 mm graftmaster stent was then implanted at 20 atm. The perforation was sealed and the patient was sent to ICU; however, the patient expired in ICU on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Death is listed as a known adverse event in the graft master otw instruction for use. Although the reported death and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional graftmaster referenced is being filed under a separate medwatch report.